Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had high blood glucose value of 543 mg/dl on (B)(6) 2017. The customer declined to troubleshoot for high readings. The customer stated that the reservoir alarmed no delivery. The customer reported event to be resolved by complete set change. The customer also reported low reading of 60 mg/dl. The reservoir was returned for analysis.